Event description:
Reported an infusion pump with potentially damaged battery. This issue was discovered during on-site service. The pump was not in use on a pt when the problem was discovered. The facility did not report any pt injury or medical intervention associated with this pump.

Manufacturer narrative:
The device was serviced on-site by baxter technician. Review of the complaint history reveals similar battery related reports have been received for this product. There is a CAPA, mdq-CAPA-132, opened to doocument and evaluate this issue.